Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 12-jan-2023 investigation summary two samples of material number mzx5305 was received for quality investigation. The customer complaint of adapter/connector defective/damaged was not verified by inspection. Investigation of the samples indicate a failure of separation between the maxzero connector and the extension set tubing. A device history record review for model mzx5305 lot number 22059012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the absence of solvent between the maxzero connector and the extension set tubing during the application or "gumming" process. Under magnification we can see that there is no evidence of solvent residue on the tubing or maxzero outlet port. Further investigation at the manufacturing facility indicates that the length of the tubing causes difficulty to apply the solvent to the components because the tubing must be connected to a fixture at the time of application, but due to its length, connecting the tubing to the fixture in order to apply the solvent may have been omitted during the assembly. A quality notification has been issued to correct the gumming issue.

Event description:
It was reported that 2 bd maxzero¿ extension sets are popping off. The following information was provided by the initial reporter: connectors are popping off.

Event description:
It was reported that 2 bd maxzero¿ extension sets are popping off. The following information was provided by the initial reporter: connectors are popping off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.